Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that she fill the reservoir and not able to push on the plunger to see the insulin will go into the tubing. The customer tried to put the reservoir back onto the insulin vial to see if she could push the insulin back into the vial but she was unable too. The customer was advised that the reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill reservoir test, and the reservoir passed per inspection. No occluded anomalies found during analysis.